Event description:
It was reported that one day after an ablation procedure, this right ventricular (rv) lead exhibited high out of range impedance measurements resulting in a lead safety switch. The health care professional (hcp) stated this patient is not scheduled to be seen again until march. Technical services (ts) recommended performing further evaluation earlier if the patient reports symptoms. No adverse patient effects were reported. This device remains in service.